Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate shocks which were attributed to a suspected lead fracture. It was also noted that impedance measurements were high and the short interval count was elevated. The lead was capped and replaced. No further patient complications were reported as a result of this event.